Event description:
It was reported that a shaft break occurred. The target lesion was located in the radial vein. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the shaft lumen of the wolverine had been torn, and the transcend guidewire was unable to cross through the shaft. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
B5. Updated.

Event description:
It was reported that a shaft break occurred. The target lesion was located in the radial vein. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, the shaft lumen of the wolverine had been torn, and the transcend guidewire was unable to cross through the shaft. The procedure was completed with a different device. No patient complications were reported. It was further reported that the target lesion was 80% stenosed and mildly calcified.